Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is against user facility medwatch number 5082340. Initial reporter occupation: non-healthcare professional ¿ "unknown reporter from another manufacturer". (B)(4).

Event description:
Maude event report mw 5082340 states: reporter called from another manufacturer to report major issues with depuy attune knee replacement. Reporter stated that they have seen approximately 50 revisions of this specific knee. Where the baseplate just falls out. Reporter stated that depuy made a running change to address issues with the device but continues to hide it from the FDA.